Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise and was not pacing appropriately. A revision was performed and the lv lead was capped and surgically abandoned. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and successfully replaced. No additional adverse patient effects were reported. The crt-d is not expected to be returned.